Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t high sensitivity stat assay results for 1 patient sample tested on a cobas 6000 e 601 module. The initial troponin t stat result was 16.71 pg/ml and was reported outside of the laboratory. The sample was repeated because the initial result did not match the patient's clinical history. The repeat troponin t stat result was 85.18 pg/ml on a different e 601 module. There was no allegation of an adverse event. The troponin t stat reagent lot was 345888 with an expiration date of dec-2019.

Manufacturer narrative:
Clarification was received on the provided patient results: the initial result was 16.71 pg/ml run on ( (B)(6) 2019,12:34), the first repeat was 85.58 pg/ml run on ( (B)(6) 2019, 13:29), the second repeat was 85.18 pg/ml run ( (B)(6) 2019, 14:06). The investigation did not identify a product problem. The cause of the event could not be determined.